Event description:
It was reported that the customer is deceased. It was stated that the customer had massive irreversible kidney and liver failure. Customer was hospitalized on (B)(6) 2014 and passed away in the hospital. The insulin pump was removed at the emergency room and customer had not been wearing the device for 4 days by the time of death; customer was not wearing the sensor at the time of death either. Blood glucose value at the time of the admission was 356 mg/dl. Blood glucose value at the time of death is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.